Event description:
False positive result (s). Absolutely do not buy this product unless you want to get scared. I took three tests bc I had a slight headache and cough. All positive. Went and got tested both rapid and pcr from the doctor and both were negative. Do not trust these over-the-counter covid tests. I truly think it detected a cold.